Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "folding of the involucre, a finding of no clinical significance" and "signs of intracapsular rupture" via MRI and "local pain." Device remains implanted.